Event description:
Reporter indicated a vns patient was noted to have a superficial wound infection at the generator site during a lead and generator replacement surgery. A new chest pocket was created for the new generator. The patient was treated with antibiotics and has recovered.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.